Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v309528, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was moving around quite a bit and the lead wires "stick out,"¿ were superficial and could be felt through the skin. It was noted that the event occurred over a year ago. Additional information has been requested but was not available as of the date of this report.